Event description:
It was reported that a 65-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-13808 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2022, mentor received additional information. The patient experienced baker grade IV capsular contracture of the left breast. As such, capsular contracture has been added. The patient was replaced with a 400cc mentor memorygel breast implant on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor identified the left breast prosthesis as a 375cc mentor memorygel breast implant. Device information: brand name: mentor memorygel breast implant, catalog: 3507375bc, UDI: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 04, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed within the crease/fold, on the posterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).